Event description:
(B)(4). I've had all of the symptoms below that I can only attribute to this device: heavy continuous bleeding, spotting in between periods and during sex, painful sex, stabbing feeling on right side of stomach, pronounced stabbing pain during sex or when bending, monthly uti's, I have pid, bacterial vaginosis, ball discharges, fiber discharges, loss of libido, loss of hair, skin rashes, inflamed lymph nodes all over my body, constant skin eruptions, itchy skin, balding, frequent urinations, constipation, fibromyalgia, forgetfulness, tender breast, cysts on my ovaries, back pain, heavy cramps, yeast infections, severe bloating, weight gain, inability to loose weight, constant nauseousness, heartburn, gas,, face pain, mood swings, panic attacks, loss of balance, numbness on legs, lots of acne, swelling of face, legs, belly, iron and vitamin d deficiency, muscle spasms, and dry eyes and skin.